Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient lost weight and has pain at the ipg site. The battery sticks out and is uncomfortable for the patient. Surgical intervention may be pending to address this issue.